Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals cracked while loading the seal into the delivery tube and one did not deploy out of the delivery tube. The surgeon used a fifth heartstring seal to complete the procedure. No patient complications were reported by the hospital.